Manufacturer narrative:
An initial customer svc ctr (csc) investigation of sample handling and general check of key intrument components did not identify any conclusive probable cause for the complaint. Csc dispatched a field svc rep (fsr), related ID# 127730, to site to perform an add'l instrument investigation. The fsr investigation could not identify an instrument related probable cause for the complaint. The fsr performed an add'l preventative maintenance and verified sys function. A liquid level sense log was rec'd and analyzed for the erratic result. Investigation of the log did not reveal any level sense anomolies that could contribute to the erratic result. Analysis of complaint trending was performed as part of the investigation. There were no adverse trends observed in either 12 mos overall complaints versus axsym analyzer or in pt results coded complaints against the analyzer. In addition, the package insert, under limitations of the procedure, states to evaluate every result in conjunction with the clinical observations of the pt. Therefore, further investigation on this complaint is not required. No corrective action is required. This is the final report.